Event description:
It was reported that on (B)(6) 2010, the patient underwent a transforaminal approach spine fusion surgery on the lumbar region from l4-s1 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced lower back pain with radiating pain into his lower left extremity. On (B)(6) 2014, an MRI scan reportedly revealed foraminal narrowing and stenosis at the levels of implant. The patient continues to experience lower back pain with radiating pain to his lower left extremity. He also has numbness in his left foot, trouble ambulating, lying down, and sitting for any extended period of time. The patient is unable to practice or enjoy the activities of daily life he enjoyed pre-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of l2-3, l4-5, l5- s1 degenerative disk disease with diskogenic pain syndrome and underwent following operating procedure : left l2-3, left l4-5, left l5-s1 transforaminal lumbar interbody fusion, foraminotomies, arthrodesis l2-3, l4-5 , l5-s1 using rhbmp-2/acs bone substitute, peek interbody device l2-3, l4-5 , l5-s1 ; segmental pedicle screw instrumentation, l4, l5, s1 and non-segmental pedicle screw instrumentation, l2,3. Nerve integrity monitoring, microdissection and fluoroscopy. Per op notes, ".. Local autograft from the facet was wrapped inside of a bone morphogenic protein type 2 collagen sponges. Two such sponges were inserted into the vertebral space and push to the contralateral side a peek interbody device was then inserted at the l5-s1 level, and it's positioning checked under fluoroscopy in the ap and lateral views. Attention was then turned to the l2, 3 levels. The facetectomy, decompression, diskectomy and arthrodesis were performed in a substantially equivalent fashion, but through separate skin and fascial incisions at the l2, 3 level. Once the arthrodesis was completed at the 3 levels, instrumentation commenced. Spondylolisthesis reduction system was used for instrumentation at the l4 through s1 levels. Stimulated pac needles were inserted percutaneously in a transpedicular fashion at the s1 level. K-wires were then placed into the pedicles. The pac needles were again used at l5 level and k-wires were placed through the pac needles. Similarly, the l4 pedicles were cannulated and k-wires placed. Over each k-wire a cap was placed and evoked emg utilized to ensure adequate pedicle wall integrity. Pedicle screws with spondylolisthesis reduction instrumentation was placed, first on the ipsilateral side. The screw extenders were then mated and connected to the arm. A separate stab wound was made cephalad and the arm was passed in a percutaneous muscular fashion. The appropriate sized rod was then measured. The inserter was withdrawn and the trocar replaced by a rod. The rod was then placed percutaneously. The spondylolisthesis reduction screws were then reduced and locking screws were placed x3. These were then torqued. Attention was then turned towards the l2, 3 levels for instrumentation. Stimulator pac needles were placed at the pedicles of l3, and k-wires were inserted. The pac needles were then placed at l2 and again k-wires were placed. The pedicle tap was nun over each of the k-wires and evoked emg utilized to ensure adequate pedicle wall integrity. Screws were then passed over each wire and the extensions were mated on the left side. The arco was then attached and a separate stab wound was made cephalad. A rod was then passed percutaneously. The construct was placed under mild compression and the locking screws were torqued off. The arm was withdrawn, leaving the rod in situ. The instrumentation was placed in a substantially equivalent fashion on the contralateral side, and for the same of brevity, it will not be reproduced here.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.